Event description:
It was reported that during a procedure, the loader stylet of the device was allegedly bent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the serial number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: labeling review was deemed adequate. The information for use was reviewed for sourcelink loader. The troubleshooting section provides the guidance for bent stylet to be replaced. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a procedure, the loader stylet of the device was allegedly bent. There was no reported patient injury.